Event description:
This is a spontaneous report received by (B)(4), initial importer for and wholly owned subsidiary of fidia farmaceutici (B)(4) as reported by (B)(6) specialty pharmacy to the importer and FDA, (FDA mw5087768). A (B)(6) year old female patient was treated with hyalgan 20mg/2ml (hyaluronate sodium) solution for inarticular injection, 20mg weekly starting (B)(6) 2018. Device lot number was b09850, expiry 26-jul-2020. On an unspecified date the patient stated her left knee started to hurt. The initial report indicated the patient outcome of the adverse event was hospitalization. The event was reported as serious due to hospitalization. The primary source described the event as "patient informed her left knee started to hurt".